Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. Motor error alarm during the basic occlusion test due to faulty fsr (gold). Motor passed motor test. Pump passed displacement, occlusion, prime/a33 and no delivery test.

Event description:
It is reported that a customer experienced high blood glucose of 24 mmol/l. The customer was informed that there could be many reasons for high blood glucose. The customer received a motor alarm from their insulin pump. The customer advised to contact their healthcare provider or hospital for a replacement insulin pump. The customer sent the pump back for analysis. No further information was provided.